Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but the fluctuating in longevity remaining was due to a change in battery current consumption. In some circumstances, this change may also cause a revision of the point in battery life at which the device will declare ert in order to ensure 3 months of battery life between ert and eol. This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the ert declaration point. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. Also, longevity calculations were performed based on system guide labeling and found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator and passed.

Event description:
Boston scientific crm received information a nurse called technical services (ts) stating this patient's device was displaying a magnet rate of 90, then one week later the magnet rate was displaying 100, beginning of life (bol), then three months later the magnet rate reverted back to a rate of 90. Ts discussed that pacing percentage can influence longevity remaining calculations. Six months later, a boston scientific crm sales representative (sr) called ts stating this patient's magnet rate was displaying 85, triggering elective replacement time (ert). The sr stated at a patient check up six months earlier, the device still had 1.5 years longevity remaining. The sr stated automatic capture (ac) was programmed on and the outputs were low at 1.5 and 2.5v. Ts discussed nominal device longevity and advisory information and recommended checking the device with a programmer. Ts stated ert to eol is typically three months. The device was explanted and returned for analysis.